Manufacturer narrative:
Philips has investigated this complaint. The customer reported that there was a xper flex cardio that has no display. No service has been performed by philips since service has not been provided and the case has been cancelled by the customer. Based on service history review, the issue did not reoccur. The codes were updated based on the investigation outcome. Health impact code were corrected.

Event description:
It has been reported to philips that the xper flex cardio has no display. No other information reported. We are conservatively reporting this event. A follow up report will be submitted when further information is received. Philips has started an investigation of the complaint.